Event description:
It was reported that a patient presented with an infection noted on the patient's system and wound dehiscence noted on the implantable cardioverter defibrillator. The system was explanted on (b)(6), 2026. No adverse patient consequences were reported.